Manufacturer narrative:
(B)(4). Additional manifestations of the peritonitis were cloudy effluent and the patient not feeling well. On the same day as the onset of peritonitis, the patient began treatment with gentamycin (intravenously (IV), dose and frequency not reported). It was reported that the patient would be going home with gentamycin (intraperitoneally (ip), dose and frequency not reported) for peritonitis. The patient recovered from the peritonitis event. On an unreported date, the patient was to discontinue pd therapy and begin hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, resulting in peritonitis manifested by abdominal pain. On the same day, the patient was hospitalized for the event. The patient was treated with unknown intravenous antibiotics (dose, frequency, and duration not reported) for peritonitis. Therapy was ongoing. It was unknown if the patient was retrained on proper aseptic technique. At the time of this report, the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The peritonitis was reported to have occured on (B)(6) 2014. This date was after the date that baxter became aware of the event. This report is for a break in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the breach in aseptic technique was a touch contamination due to the patient not wearing gloves while performing automated peritoneal dialysis therapy. On an unknown date the patient was retrained on aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.